Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 4, 2005 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that her one touch ultra meter unit of measurement was set incorrectly. The patient reported obtaining results of 6.8 mmol/l (converts to 122 mg/dl), 7.0 mmol/l (converts to 126 mg/dl), and 6.9 mmol/l (converts to 124 mg/dl), while unaware of the change in the unit of measurement. He ate food assuming that his blood glucose level was low. He also contacted his physician and was advised to eat food. No further treatment was sought. The customer care advocate verified that the meter was previously set to the correct unit of measurement. This case is being reported due to the fact that meter is in the wrong unit of measure while the patient does not recall going into the meter settings. The cca walked the patient through resetting the unit of measurement and replaced the meter.